Manufacturer narrative:
A supplemental report is being submitted for device evaluation and correction. Product event summary: a segment of the driveline cable associated with the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. A review of the pump's manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Visual inspection of the returned segment of the driveline cable, as well as on-site visual examination, revealed damage and yellowing of the outer sheath. Additionally, visual inspection revealed that the driveline's green wire was completely severed. Functional testing of the driveline segment revealed that the green wire did not maintain continuity across the length of the received segment. A driveline splice repair procedure was performed to mitigate the reported conditions. Log file analysis revealed three (3) electrical fault alarms logged on (B)(6) 2021 at 19:17:47, 19:20:37, and 19:41:11 due to an open phase on the rear stator, resulting in the pump running on a single stator (front-stator only), which corresponds with the observed damage to the green wire. An increase in power consumption was recorded starting on (B)(6) 2021 followed by a sudden increase in parameters on (B)(6) 2021 and a high watt alarm logged on (B)(6) 2021 at 8:24:15. An additional electrical fault alarm due to an open phase on the rear stator was logged on (B)(6) 2021 at 11:21:02. A vad disconnect alarm was logged on (B)(6) 2021 at 12:32:56, indicating a physical disconnection of the driveline from the controller, followed by two (2) electrical fault alarms due to an open phase on the front stator and two (2) additional vad disconnect alarms; these alarms were likely recorded during the splice repair procedure. As a result, the reported event was confirmed. Based on historical review of similar events, the most likely root cause of the driveline outer sheath damage and yellowing may be attributed to multiple factors including design issues and/or exposure to uv light. Based on the available information and investigation conducted, the most likely root cause of the reported electrical fault alarms may be attributed to the observed severed green wire, likely due to the handling of the device, resulting in loss of electrical continuity. Based on historical review of similar high power events, multiple factors may have contributed to the high power event including but not limited to thrombus formation/ingestion, high flows, and/or the increased power consumption required to run on a single stator. This regulatory report is being submitted as part of a retrospective review and remediation due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the patient was admitted to hospital for the ventricular assist device (vad) driveline cable electrical fault alarms due to multiple damages and cracking in green wire on the outer sheath and inner sheath. It was also reported by reviewing the log files the vad exhibited a spike of high watt alarm and high power above the normal range. A driveline splice servicing repair was performed. The vad and driveline cable remains in use. No patient complications have been reported as a result of this event.